Manufacturer narrative:
Product evaluation: failure analysis for fiber(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion and crystal deposits on metal surface; the octagonal stop sign (red dot) and the directional indicator (blue arrow) are partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure @12000 joules and 3 minutes; "fiber cap rotated" and "unable to turn the fiber" was noted. The fiber was exchanged and second fiber issue of "fiber lost power during the surgery" @25000 joules and 6 minutes of use was noted. The procedure was completed using third fiber. Patient outcome: "no injury" to the patient was reported. This report is for second fiber.